Event description:
Blood clots were noted in sequential bypass circuits. Patient was on ECMO support for two days when product inspection found blood clots detected and the circuit was replaced. Blood clots again were noted after two days service life in 2005 distal to the heat exchanger unit and the second circuit was replaced. After an unknown length of time, fibrin strands were noted in the arterial line, but no report received regarding change-out or service life of the third circuit. No immediate consequence was reported for the patient; unknown if any subsequent patient complication occurred that is attributable to the devices.